Event description:
Philips received a complaint by the customer on the v60 indicating that the device shutdown and black screen. The patient did not experience a change of clinical condition or a change in state of health related to this issue, nor did the patient experience a decrease in oxygen saturation or a change in other vital signs. There was no injury to the patient. The customer declined to provide further information. The manufacturer's product support engineer (pse) evaluated the device and confirmed the power supply and spare battery of the ventilator are normal. The engineer conducted simulated lung ventilation test on the ventilator for 6 hours, and the equipment ran normally without any downtime.

Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).